Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The customer reported that the battery became stuck in the battery compartment for the second time. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2017 with the following findings: the battery was not returned with the pump for investigation. No damage was found to the battery compartment. A test battery was inserted into the pump and removed without difficulty. The alleged issue could not be duplicated.